Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line extension set disconnected from the homechoice disposable cassette during peritoneal dialysis therapy. This event occurred during drain two of four. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.